Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component precoat size h left compatible with lps-flex prolong catalog # 00596001851, lot # 63235884. Zimmer nexgen nonaugmentable stemmed tibial component catalog # 00598605702, lot # 63092314. Palacos r+g catalog # 66017772, lot # 83120093. Report source - (B)(6). Reported event is considered confirmed as visual examination showed that the femoral had bone cement on the backside, the tibial had minor scratches, and the articular surface had gouges and pits on the mating femoral condyle surfaces as well as backside wear. Device history record was reviewed and no discrepancies relevant to the reported event were found. X-rays were reviewed and it was found that they identified an overall fit and alignment. Radiolucency at the bone cement involving medial and lateral tibial plateau was noted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05984, 0002648920-2017-00524.

Event description:
It was reported the patient underwent a left knee arthroplasty on an unknown date and was subsequently revised due to pain, left knee synovitis, osteolysis, bone loss under the femoral component, there was no bonding between the bone cement and tibial component, and loosening. Attempts have been made and additional information on the reported event is unavailable at this time.